Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports a flat, crusty-edged, red, bumpy rash was noted on the face and neck, specifically in the area where the pap mask sits. The customer was evaluated by the md and prescribed pimecrolimus 1%. Additionally, the customer was seen by a dermatologist, but no medications were provided during this appointment.